Event description:
It was reported that the clinical study patient, a4010 vercise dbs registry, underwent decompression surgery for carpal tunnel syndrome. The event resolved and was assessed as not related to the hardware or stimulation and unlikely related to the study procedure. Date of birth: (B)(6).

Event description:
It was reported that the clinical study patient, a4010 vercise dbs registry, underwent decompression surgery for carpal tunnel syndrome. The event resolved and was assessed as not related to the hardware or stimulation and unlikely related to the study procedure. A2: date of birth: (B)(6). Additional information was received indicating that the event onset is (B)(6)2019.

Event description:
It was reported that the clinical study patient, a4010 vercise dbs registry, underwent decompression surgery for carpal tunnel syndrome. The event resolved and was assessed as not related to the hardware or stimulation and unlikely related to the study procedure. A2: date of birth: 1949. Additional information was received indicating that the event onset is (B)(6) 2019. Additional information was received that the event was assessed as not procedure related.